Event description:
Complainant alleged that while attempting to treat (B)(6) male patient, the device re-booted on it's own. According to the customer, new batteries were installed and the device powered off/on again. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.